Event description:
During ultrasound guided breast biopsy procedure, biopsy needle broke off and could not be retrieved. Intentionally left foreign body which will be removed at the time of lumpectomy. The defective biopsy needle was achieved. Ref lot d09020165 exp 2014/02. Diagnosis or reason for use: r/o breast malignancy.